Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation of the tip sparking was not able to be confirmed. Device analysis did confirm the tip was melted due to energy in an unintended location on the blade. Based on the results of the investigation, and since the tip sparking was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the melted tip was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a bilateral turbinoplasti procedure, with the patient under sedation, the drill, surgical, ent (electric or pneumatic) including handpiece, sparked inside the patient's nostrils and the tip melted. The procedure was completed using a backup device. There was no report of patient or user harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.